Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was hospitalized and on a drip for pain levels that were 10/10, due to an increase in pain from baseline. They have been discharged and are having a CT done on 2024-may-15. Back pain as well as neck pain. The associated event is possibly related to the therapy. Additional information was received. It was assessed this event is possible related to device therapy, but not related to study procedure or device. No diagnostic test result available now. Cause not yet confirmed. The subject hospitalized due to this event and also took medications, however the hospitalization start/end date and specific medication information are unavailable now. Resolution is currently, recovering / resolving.

Manufacturer narrative:
G2. Foreign: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the increased pain root cause: "pi has determined that the increase in pain is not related to the device, therapy or procedure. Exact cause as yet unknown." X-ray done, the leads have not moved. The ae did not result in the patient¿s hospitalization. Updated to be same with site assessment, which assessed this event is not related to procedure/device/therapy.